Event description:
It was reported that during a repositioning procedure of the atrial lead, good sensing values could not be obtained. The physician elected to explant and replace the lead. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.